Event description:
It was reported that the atrial lead exhibited sensing thresholds of 1.5 mv due to dislodgement. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded, flattened and fractured at 24.9 cm to 27.0 cm from the connector pin, due to clavicular crush. The proximal coil was flattened and had 3 of the 5 coil filars fractured in the crush area. The distal insulation was broken open from being crushed.